Event description:
Reporting status: malfunction, reporting rationale: shaft separation has contributed to patient injury previously, device issue: shaft separation. It was reported that there was resistance with two zeta balloons post-deployment. Pre-dil had not been performed (contrary to IFU). During removal of the zeta 4.0 x 28, the distal end of the shaft separated. The entire stent delivery system (sds) was removed on the guidewire. There were no patient effects. It was further reported that while attempting to remove the zeta, the sds was pulled hard (contrary to IFU), resulting in the shaft separation. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the 4.0 x 28 rx zeta catheter was returned with blood on the balloon and in the guide wire lumen and inflation lumen. There was contrast in the balloon and inflation lumen. The stent had been deployed and not returned. There were crimp marks on the balloon between the markers. The balloon had been inflated and had fluid inside when received. The tip had a kink 2 mm proximal to the edge of the tip. There was a kink in the distal shaft, just proximal to the proximal seal. The shaft had separated 7.5 cm proximal to the guide wire exit notch. The material was stretched at the separation of both ends. The fracture face on the distal end of the separation was jagged. There was no other damage noted to the catheter. There was another company's guiding catheter returned. There was blood on the guiding catheter. There was no contrast visible. The tip had a fish mouth shape. There was no other damage noted to the guiding catheter. Using pin gauges, the inner diameter of both ends of the returned guiding catheter was .070". The 2/3 balloon profile was not measured due to the separation of the catheter. Dye used to verify the hydrophilic coating was present. Due to the damage in the catheters there was an inability to verify resistance with the guiding catheter. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that there was resistance when attempting to remove the stent delivery system (sds) from the body and as a result the shaft separated. Quality assurance analysis confirmed the reported shaft separation proximal to the guide wire exit notch. The fractrue face of the separation was jagged and the material was jagged. This type of failure is most likely from tensile overload and is consistent with the fact that the device was pulled on in an attempt to remove it from the body. Additional damage included a kink in the shaft and in the tip of the catheter. This damage likely occurred as a result of the procedure, but are not related to the reported issue. It should be noted that contrary to the instructions for use (IFU) no predilatation was performed prior to attempting to implant the stent and also incorrect removal technique was used to remove the sds from the body. When resistance is met, force should not be used to attempt to remove the device as it may lead to damage and/or separation of the device. This error likely contributed to the shaft separation. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the device. Product performance engineering will trend and monitor the incident circumstances. Also, a clinical inservice will be filed to discuss the IFU violations with the physician. All catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the quality assurance department.